Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, although specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly the customer continued to use pump for insulin therapy.